Event description:
A customer reported that an epiq cvx ultrasound system's control panel is not locking into position horizontally while transporting the unit within the user facility. The device was not in clinical use. No patient or user was harmed as a result of the issue. A philips service engineer replaced the articulation arm bearing to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.